Manufacturer narrative:
Device evaluated by MFR.: the returned device consisted of a watchman access system with the implant out of the sheath. The device was bloody. Analysis of the implant, core wire, tip, sheath and hub/valve included microscopic and visual inspection. Inspection revealed a kink in the sheath located 5cm and 66.5cm from the tip of the device. Inspection of the rest of the device found no other damage or defects. The reported kink was confirmed.

Event description:
It was reported that a sheath kink occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. The laa was too large and the 33mm device did not met release criteria. Upon recapture of the device, the was sheath kinked. No patient complications were noted as a result of this event. The case was aborted.

Event description:
It was reported that a sheath kink occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. The laa was too large and the 33mm device did not met release criteria. Upon recapture of the device, the was sheath kinked. No patient complications were noted as a result of this event. The case was aborted.